Manufacturer narrative:
Findings: pump monitored for several days and no blank display noted. Pump passed the displacement test. Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error. Pump received with normal operating current. Pump passed self-test. Pump passed off no power test. No damage on the lcd isolation tape noted. Pump received with minor scratched lcd window, loose drive support disk cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated with bolus with the pump. Customer high blood glucose began on (B)(6) 2015. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer reported the drive support cap is flush. Customer did not press the cap while connected. Customer was advised that the device would be replaced. The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer reported alarm did not occur during manual prime. The customer reported the alarm was resolved by changing complete set. Customer does not have product in question to return.